Manufacturer narrative:
The glidescope titanium video cable and a glidescope gvm video monitor were returned to verathon (B)(4) for evaluation. The technical service representative confirmed the flicker image and loss of image when the video cable is manipulated. Since there are no repairs available for the glidescope titanium video cable the customer was provided with a replacement. The returned video cable was scrapped. The image produced by the returned video monitor was stable and clear with good color rendition. The software of the video monitor was updated to the current revision and the video monitor was returned to the customer. Since the video cable is not serialized the device history and the previous complaint history of the video cable could not be reviewed. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The distributor reported that during a patient procedure, using a glidescope titanium video cable, the image was flickering. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.